Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to obtain readings upon scanning with the adc device in use with an iphone se phone with an ios operating system version 16.5. As a result, customer experienced hypoglycemia and obtained a result of 2.1 mmol/l using a "prick test". The customer was unable to self-treat and required to be transported to the hospital. The medic treated the customer with a glucose gel and later with glucose at the hospital by a healthcare professional. The customer additionally reported having to stay in the hospital overnight due to an unrelated issue. No further information was provided. There was no report of death or permanent impairment associated with this event.